Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure the q-fix anchor fell apart after the insertion into the patient's shoulder.  The suture ball appeared to be cut off during insertion. The top of the q-fix anchor came apart as well. The procedure was completed using a back-up device. There was no void left in the patient. There was no surgical delay and no further complications were reported.

Event description:
It was reported that during a procedure the q-fix anchor fell apart after the insertion into the patient's shoulder. The suture ball appeared to be cut off during insertion. The top of the q-fix anchor came apart as well. The procedure was completed using a back-up device. There was no void left in the patient. There was no surgical delay and no further complications were reported. Patient is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the driver block assembly was detached and had come out of the clamp shell tool. The suture is no longer around the cleat; it appears cut and contains bio debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification form found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include the application of unintended excessive force on the device or an impact event to the device inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.